Manufacturer narrative:
Analysis of the pump revealed, that the rpa tested pump dispense accuracy and the pump passed with in specification. Slightly odd graphing was noted during dispense accuracy testing but corrected at a retest. Rpa noted that needle skid activity was noted on the top shield near fill septum. The fill septum has slight non-significant damage at material edge next to guide ring. The fill septum was tested and no leaks found. No significant anomalies were found with pump performance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who received dilaudid (10.0mg/ml, 0.061mg/day) in an implantable pump for failed back syndrome (other). Since (B)(6) 2015, the patient experienced withdrawal symptoms and increased pain when leaning toward the right. Then on (B)(6) 2015, the patient felt she received a huge bolus of medication; patient was sleepy, nauseous, flu like symptoms, dehydration. The patient went to the emergency room (ER) to receive intravenous fluids. It was further stated the patient felt she received a small bolus on (B)(6) 2016. A dye study performed on 05-jan-2016 indicated the "catheter looked fine." The expected residual volumes (erv) matched the actual residual volumes (arv). The hcp decreased the infusion rate to minimum rate mode and the patient activated (pa) bolus settings were disabled (patient states has not had the personal therapy manager (ptm) since (B)(6) 2015;intentionally left per hcp's request). The patient was in the hospital on (B)(6) 2016 for pump replacement. Pre-operation, the drug being delivered was dilaudid (10 mg/ml, 0.061 mg/day). The managing hcp instructed the surgeon to restart the replacement pump at the minimum therapeutic infusion rate of 0.48 mcg/day (dilaudid 10 mg/ml). During the procedure, the catheter was disconnected and spontaneous retrograde flow cerebrospinal fluid (csf) was observed. So, the catheter remained implanted. Three separate attempts were made to withdraw the medication from the explanted pump , but none of the expected 30.7ml could be aspirated. The same 22 gauge needle was used to effectively withdraw 37ml of sterile water from new pump. The pump was then refilled with preservative free normal saline. The patient was to be discharged from hospital on the day of the report. The pump was programmed to deliver normal saline (1.0mg/ml, 0.048 mg/day) following a priming bolus (total prime volume of 0.434ml). It was noted the explanted pump was recently refilled "around christmas time." The patient had both narcotics and narcan, as prescribed by their pain clinic. The explanted pump was to be sent back for product analysis. The cause of the issue was never determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.